Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral vein was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an atrial fibrillation ablation procedure. Reportedly, the sheath was upsized to 11f and the ablation procedure was completed. The knots of the two proglide sutures were advanced; however, hemostasis was not achieved. Another proglide suture was added, yet hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.